Manufacturer narrative:
H4: the lot was manufactured from june 27, 2022 to june 28, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors underinfused. The devices had been filled with piperacillin/tazobactam13.5g plus citrate buffer in 230 ml sodium chloride 0.9%. This was identified during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.